Event description:
The customer felt that the insulin pump was not working correctly, and stated that she went to urgent care recently due to blood glucose levels greater than 500 mg/dl. The customer stated her blood glucose levels have been high on and off for the past two weeks. The customer was experiencing severe nausea and vomiting as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.